Manufacturer narrative:
(B)(6) (B)(4) product analysis :visual observation reveals that ¿2.5mm of the tip is sheared off. It appears that the tip sheared from over load the face of the facture is fairly flat. The hardness of the shaft is hrc50.6 which is within spec.

Event description:
It was reported that on (B)(6) 2015, intra-op, the screw driver was stripped due to age of product and excessive use. The product was used in a patient and no patient complications were reported.